Manufacturer narrative:
Product event summary: the balloon catheter 2af283 with lot number 21849 and the data files were returned and analyzed. The data files showed at least 18 applications were performed with a non-returned balloon catheter 2af283 with lot number 21849 and system notice 50002 ¿the system has detected an electrical component failure¿ was triggered on application number 3. The temperature had fluctuation on application number 1. Visual inspection of catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 16 applications on the date of the event. He catheter failed the performance test due to double balloon breach. Furthermore, there was 2 holes on the outer balloon. The catheter was recognized, the temperature was not fluctuating and the resistance on the pin #1 and #2 were stable. By dissection, no damage or blood were found under the outer balloon or inner balloon. Due to the double balloon breach on the balloon catheter, a system flush on the system/performance test could not be done. In conclusion, the balloon catheter failed the returned product inspection due to double balloon breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.